Event description:
The physician found via x-ray that the ipg has migrated downward. The physician performed revision surgery on (B)(6) 2019 to re-secure the ipg with sutures. Issue is now resolved without complications.